Manufacturer narrative:
The 27mm lotus edge valve delivery system was returned for analysis. The delivery system was returned fully sheathed with the nose cone correctly seated. The release collar was in release phase two. An isleeve introducer was attached to the distal end of the outer sheath. The distal section of the isleeve introducer was torn and was pulled proximally. During analysis, the distal part of the isleeve introducer was straightened by pulling it distally over the nose cone. Two seams of the isleeve introducer were noted to be opened and the third seam was visible torn. The isleeve introducer port was flushed with 15mls of saline and both the isleeve introducer and the lotus edge valve delivery system were wetted before the isleeve introducer was removed distally from the valve without significant resistance. No damage was noted to the lotus edge valve delivery system.

Event description:
Respond edge post market study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was not given and the subject was not on prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300mg of aspirin. A 15f isleeve introducer sheath was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). No conduction disturbance was noted post bav. A 27mm lotus edge valve was then deployed. There was correct positioning of the 27mm lotus edge valve into the proper anatomical location. The lotus edge delivery system was unable to be withdrawn through the 15f isleeve introducer sheath. When attempting to pull the lotus edge delivery system through the 15f isleeve introducer sheath, the tip of the 15f isleeve introducer sheath appeared to move back towards the proximal part of the sheath. The 15f isleeve introducer sheath and lotus edge delivery system were removed together as one unit, with resistance noted. The 15f isleeve introducer sheath was kinked and the inner liner was torn. Two non-bsc suture-mediated closure systems were deployed but considerable bleeding was present at the access site and so an additional two non- bsc suture-mediated closure systems and one non-bsc vascular closure device were used to achieve hemostasis. It was confirmed via imaging of the subjects leg, that the vessel was undisturbed and still had good flow. Post index procedure, electrocardiogram (ECG) revealed a new onset of left bundle branch block. The event led to prolongation of hospitalization. The subject was transferred to the coronary care unit and suggested to initiate with direct oral anticoagulation. Two days post procedure, the patient was discharged home on other anticoagulants.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was not given and the subject was not on prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300mg of aspirin. A 15f isleeve introducer sheath was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). No conduction disturbance was noted post bav. A 27mm lotus edge valve was then deployed. There was correct positioning of the 27mm lotus edge valve into the proper anatomical location. The lotus edge delivery system was unable to be withdrawn through the 15f isleeve introducer sheath. When attempting to pull the lotus edge delivery system through the 15f isleeve introducer sheath, the tip of the 15f isleeve introducer sheath appeared to move back towards the proximal part of the sheath. The 15f isleeve introducer sheath and lotus edge delivery system were removed together as one unit, with resistance noted. The 15f isleeve introducer sheath was kinked and the inner liner was torn. Two non-bsc suture-mediated closure systems were deployed but considerable bleeding was present at the access site and so an additional two non- bsc suture-mediated closure systems and one non-bsc vascular closure device were used to achieve hemostasis. It was confirmed via imaging of the subjects leg, that the vessel was undisturbed and still had good flow. Post index procedure, electrocardiogram (ECG) revealed a new onset of left bundle branch block. The event led to prolongation of hospitalization. The subject was transferred to the coronary care unit and suggested to initiate with direct oral anticoagulation. Two days post procedure, the patient was discharged home on other anticoagulants.